Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, spark was emitted from the distal end of the electrode shaft, and smoke was also emitted. The shaft got a hole in it and was deformed. New device was used to continue. No patient injury.

Manufacturer narrative:
Evaluation summary one picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. The picture showed the device to have melted around the aspiration holes. The reported condition was confirmed based on the damage seen in the photographs. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instructions for use (IFU) states, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.